Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor, no delivery and motor tests. No motor error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and low battery before that. The customer's blood glucose reading was 159 mg/dl at the time of incident and went up to 500 mg/dl. Troubleshooting found that the customer was able to complete the rewind sequence but that the pump will need to be replaced.